Event description:
It was reported that the patient with pacemaker system was admitted to the hospital about three days after reportedly experiencing syncope and found the day after the syncopal episode. At this time, the pacemaker remains in service. No additional adverse patient effects were reported. No additional information was provided at this time.

Event description:
It was reported that the patient with pacemaker system was admitted to the hospital about three days after reportedly experiencing syncope and found the day after the syncopal episode. At this time, the pacemaker remains in service. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was received that reported that the health care professional (hcp) reviewed the patient hospital chart and found out that the cause of the hospitalization was due to a fall the patient experienced. There were no allegations of device malfunction made and no mention of syncope was made during cardiology consult. At this time, the pacemaker device remains in service. No additional adverse patient effects were reported.